Manufacturer narrative:
Follow-up # 1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter (the patient¿s husband) for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started to read inaccurately on an unknown date in (B)(6) 2015. He reported, date/time unknown, the patient obtained an alleged inaccurately high blood glucose result of 53 mg/dl on the subject meter. The patient does not administer medication to manage her diabetes. The reporter indicated that the patient continued with her usual dose of medication after obtaining the alleged inaccurate result. He reported that on an unknown date and time in (B)(6) 2015, the patient ¿passed out¿ and the emergency medical service (ems) was contacted. The reporter alleged that a blood glucose result of ¿22 mg/dl¿ was obtained on the ems meter and the patient was treated by a healthcare professional (hcp) with IV fluids. He indicated that the patient was not hospitalized. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the reporter did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged that the patient obtained inaccurate high results with the subject meter, that she administered medication based on the results, and that she was reportedly treated by a hcp with IV fluids after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.